Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device, informing them of improperly maintaining instruments that may cause donor site injuries of result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/6/2006 and has no previous repair history at zimmer surgical. Evaluation of the device observed that there was an unusual resistance when ratcheting. There was wear to the sliding pin and a large head set screw in the ratchet handle that was a non-zimmer product. The comb had tines that were slightly bent on the right side and the roller was worn on the right end. Prior to repair, the test mesh could not be performed due to the damaged comb. The calibration check revealed that device was outside calibration specifications on the left and right side and outside side to side specifications. Repair of the device included replacement of the ratchet spring, sliding pin, both side plates, roller, cutter and comb. The device has not been returned to zimmer surgical for maintenance or repair in eight years; therefore, lack of preventative maintenance most likely cause the wear to the sliding pin within the ratchet, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher ratchet was not working properly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.